Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were made. The device remains implanted. The patient had not experienced any symptoms.